Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the edges of the flutes were damaged, showing nicks around them. The shaft has an abrasion mark on it. Functional testing was not performed due to the damage to the device. The most likely cause of this failure is wear and tear damage incurred over repeated drilling usage in the field.

Event description:
It was reported that during surgery the reference heats up when used. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. **(B)(6) 2025: the reamer is heating up because it is not sharp as a new one.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.